Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hyperglycemia as well as insulin pump receive insulin flow block alarm. The customer blood glucose level was 411 mg/dl. Customer declined to the troubleshooting for high blood glucose level. The customer stated that they had tried different cannula lengths also the tubing was not bent or kinked. Customer states they had tried all remedies. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.